Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although value was not provided. Cause was not known. Customer delivered a correction injection via manual insulin therapy and changed the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned